Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device alarming "system fault" and continuously rebooting by itself (inop) was confirmed. An internal inspection of the device was performed which revealed damage to the cough assist valve rubber poppet. Ventec replaced the cough assist valve to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the rubber ring of the cough assist valve's poppet was cracked/torn.

Event description:
It was reported to ventec that the device alarmed "system fault" and began continuously rebooting by itself. In this state, the device would be inoperative. There was patient involvement associated with the reported event. The patient, a 46 year-old male, was immediately placed on a secondary/backup vocsn for care. The patient survived the reported event and there were no reports of patient harm as a result of the reported issue.